Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7076012.

Event description:
It was reported that the patients both leads had high impedances. The patient underwent lead replacement procedure and was doing well postoperatively. All explanted device components were not returned.